Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿parts of the subcutaneous fat were removed to ensure there is no needle residuals remained in patient body...". What is the patient's current status? Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2024 and suture was used. During the procedure, surgeon noticed the tip of the needle was broken during the suturing of the last trocar port (3rd trocar port). Parts of the subcutaneous fat were removed to ensure there is no needle residuals remained in patient body. X-ray scanning was done at the ward as well and results showed no foreign body is left inside the patient body. Remark: there were a total of three port holes on the patient body and all holes were sutured using the same suture. The needle was working fine when suturing the first two trocar ports. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was pdp771d. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed in the body of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty box and twenty-six unopened samples were received for analysis. Product code y936h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested and the following was obtained: 1. What is the patients current status? Ans: no issue for now. 2. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Ans: no, only part of the subcutaneous was removed. 3. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Ans: remove part of the subcutaneous. 4. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Ans: nothing observed as of now, except for prolonged surgery time. 5. Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Ans: no, as the x-ray showed no residual left in patient body. 6. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: provided by surgeon and nurse. 7. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device will be shipped to cg labs on 22 nov 2024 via fedex ¿ awb: 2820 2520 5669.